Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report#3005099803-2018-61055 pertains to the first device and MFR report#3005099803-2018-61047 pertains to the second one. It was reported to boston scientific corporation that a uphold lite w/ capio slim was used during uphold lite prosthesis placement for pelvic prolapse procedure on (B)(6) 2018. According to the complainant, during procedure, upon placement of the uphold lite device, the wire with the ring detached. The reported event most likely indicates that the suture (wire) broke/detached within the carrier (the ring). The event occurred inside the patient, and it was not reported whether the detached piece remained in the patient or if additional intervention was required to retrieve it. A second device was opened and the same issue occurred. The procedure was rescheduled because there was no available device left to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An examination of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, no damage was noted; the dart and suture were intact. On the blue dilator, the suture was broken in the area where the dart interacts with the carrier, confirming the complaint. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was inside of the cage. The investigation concluded that the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
Note: this report pertains to one of two devices used during the same procedure. MFR report#3005099803-2018-61055 pertains to the first device and MFR report#3005099803-2018-61047 pertains to the second one. It was reported to boston scientific corporation that a uphold lite w/ capio slim was used during uphold lite prosthesis placement for pelvic prolapse procedure on (B)(6) 2018. According to the complainant, during procedure, upon placement of the uphold lite device, the wire with the ring detached. The reported event most likely indicates that the suture (wire) broke/detached within the carrier (the ring). The event occurred inside the patient, and it was not reported whether the detached piece remained in the patient or if additional intervention was required to retrieve it. A second device was opened and the same issue occurred. The procedure was rescheduled because there was no available device left to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.